Manufacturer narrative:
The initial cl result was not reported outside of the laboratory because it was held at the customer's laboratory information system (lis) as the na result was flagged. The last calibration performed on (B)(6) 2023 was within specifications. The qcs were within the specified ranges. The alarm trace contained "sample probe: abnormal aspiration", "abnormal aspiration (sample pipetter s1)", and "sample clot detection" errors. These are indicators of possible poor sample quality. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.  The cause of the event could not be determined.

Manufacturer narrative:
The field service engineer (fse) inspected the module and noted rinse mechanism and photometer errors but could not determine the cause of the event. He then checked the gear pump pressure, probe, adjustment, and air purge. He verified the module's performance through mechanical, operational, and precision checks with successful results. The investigation is ongoing.

Event description:
The initial reporter received a questionable ise indirect ci for gen.2 result for one patient sample tested on the cobas pro ise analytical unit. The initial result was not reported outside of the laboratory. The initial chloride result was 116 mmol/l. The repeat result was 103 mmol/l. The repeat result was deemed correct. The electrode lot number is x8818 with an expiration date of 02-aug-2023.